Manufacturer narrative:
The event unit will not return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
No product is being returned to applied medical for evaluation. Procedure performed: laparoscopic excision of uterine horn. We had an incident yesterday where a tiny tip off the trocar came off, product has been isolated for return additional information received via email from applied medical team member, (B)(6) 2019: the surgeon and scrub nurse could not locate the piece of the trocar. Patient was informed and incident form completed this was noticed during the middle of the case also. Patient status: no injury occured.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the root cause of the event. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the root cause of the event.

Event description:
Procedure performed: laparoscopic excision of uterine horn. Event description: we had an incident yesterday where a tiny tip off the trocar came off, product has been isolated for return. Additional information received via email from applied medical team member, 10 may 2019: the surgeon and scrub nurse could not locate the piece of the trocar. Patient was informed and incident form completed this was noticed during the middle of the case also. Patient status: no injury occured.